Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: feb 11, 2026 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. Visual inspection under magnification revealed that the lens was received cut in half and stuck together, and coated in viscoelastic residue. The lens halves were unstuck and cleaned; no further issues were identified. The physical characteristics of the received lens was confirmed to match that of a drt225 model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s both right eye and left eye. After the implant it was reported that the patient experienced perfect refractive result but severe dysphotopsia in both eyes that did not improve over 3 months. The iols were exchanged. No further information was provided. This report is for the left eye. Manufacturer report number 3012236936-2025-0003435. The right eye is being reported in manufacturer report number 3012236936-2025-0003437.